Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. It was reported that the customer experienced a low blood glucose (bg) level ranging from 40-84 mg/dl. Bg cause was touchscreen reacting and injecting customer with insulin. Customer stopped insulin deliveries to address bg. Reportedly, the customer continued to use the pump for insulin therapy.